Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of "lo" results. Customer's mother states that customer feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-100mg/dl fasting. Verified test strips expire 08/26/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test obtain "lo" twice as a result. Reviewed meter memory 74mg/dl (B)(6) 2015 04:19:00 pm fasting:yes; 103mg/dl (B)(6) 2015 03:29:00 pm fasting:yes; 83mg/dl (B)(6) 2015 02:08:00 pm fasting:no; 47mg/dl (B)(6) 2015 01:55:00 pm fasting:no; 291mg/dl (B)(6) 2015 11:46:00 am fasting:yes. Customers concern: lo on (B)(6) 2015 at 11:09 pm, and today's back to back lo, lo (B)(6) 2015. No adverse event reported. Customer calling on behalf of her daughter stating the meter is reading lo.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Customer complains of "lo" results. Customer's mother states that customer feels physically fine and denies the need for medical attention. The customer's expected blood results are 80-100mg/dl fasting. Verified test strips expire 08/26/2017. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test obtain "lo" twice as a result. Reviewed meter memory: (B)(6). Customers concern: lo on (B)(6) 2015 at 11:09 pm, and today's back to back lo, lo (B)(6) 2015. No adverse event reported. Customer calling on behalf of her daughter stating the meter is reading lo.